Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported due to an MRI examination the device entered back up mode (bvvi). Technical support confirmed that high voltage therapy was not available. The device was re-programmed to resolve the issue and the patient was stable.